Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure to treat deep vein thrombosis (dvt) in the left popliteal to iliac vein using an indigo system separator 8 (sep8), an indigo system aspiration catheter 8 (cat8), and non-penumbra sheaths. During the procedure, the physician experienced resistance while advancing the sep8 and while retracting the sep8 during the first pass. Subsequently, the physician observed under fluoroscopy that the wire distal to the bulb of the sep8 had fractured in the left femo-iliac vein. The cat8 was advanced toward the sep8 wire in an attempt to aspirate the wire, without success. The physician decided to leave the sep8 wire in the patient and did not make a plan to remove it. The procedure was completed using the same cat8 and the same sheaths. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned sep8 confirmed that the device was fractured distal to the bulb. The complaint indicated that resistance was experienced during advancement and retraction of the device during the procedure. If the sep8 is manipulated against resistance, damage such as a kink and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.